Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary - the full lead was returned and analyzed and no anomalies were found. (B)(4).

Event description:
It was reported that the patient had complaint of abdominal pain. Diagnostic strips showed tracking followed by pauses. The right ventricular lead had high thresholds, loss of capture, high impedance, oversensing and a possible fracture. The lead was explanted and replaced. During the procedure, the atrial lead was also being replaced. A new atrial lead was attempted, but was unable to pace and was undersensing. The lead was not implanted. An additional lead was attempted and that lead was also not able to pace and there was no sensing. No atrial lead was implanted. No further patient complications have been reported as a result of this event.